Manufacturer narrative:
The device was returned following explant. Interrogation and visual examination of the device returned no malfunctions. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had eroded through the skin. The ICD system was explanted successfully. The patient was stable following procedure.